Event description:
Customer's wife reported that her husband was showing symptoms of hypoglycemia in the middle of the night. She administered liquid glucose to stabilize glucose levels. After administering the glucose, customer's wife tested his blood glucose on their freestyle and received a result of 120 mg/dl. Customer did not trust this result, and paramedics were called. When paramedics arrived, they received a result of 34 mg/dl on an unknown brand of meter and customer was transported tot the hospital. Exact treatment administered is unknown.